Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(6) event occurred in (B)(6). It was reported that patient faced two infusion set tubing leakage at site events on 25-may-2024 and 27-may-2024. The set was in use 4-24 hours. Blood glucose levels were high at the time of event. Patient took correction bolus via pump, replaced infusion set and resumed insulin successfully. No further information available.